Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it took the physician great efforts to recharge the ins. They had to tape the recharger to the patient's chest. It took a couple hours to complete the charge. No symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting the recharging difficulty was due to the ins. The device is in an angle and this might complicate it. They are trying to switch out the charger for the newer version and the issue should resolve if they are able to get the replacement.